Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8054800; medical device expiration date: 2023-03-31; device manufacture date: 2018-02-23. Medical device lot #: 8004698; medical device expiration date: 12/31/2022; device manufacture date: 01/04/2018. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that solution started coming out of the plunger end of a bd¿ syringe with bd luer-lok¿ tip after being pressed to prime tubing. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A sample was received for evaluation. The returned sample had leakage past stopper therefore failure mode is verified. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A CAPA (corrective action, preventive action) has been opened to investigate this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that solution started coming out of the plunger end of a bd¿ syringe with bd luer-lok¿ tip after being pressed to prime tubing. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that solution started coming out of the plunger end of a bd syringe with bd luer-lok tip after being pressed to prime tubing. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.